Manufacturer narrative:
Product complaint # ==> (B)(4). Pc: surgical intervention, medical device removal. (01)unavailable (11)unknown (10)unknown a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a report of a refixation/revision case. The initial surgery on the patient was done in 1993. The refixation was needed due to persistent pain the patient was experiencing and decreasing lordosis in the patient lumbar spine. There was no loosening of the initial fixation.. Materials used during the initial surgery were synthes 4,5 mm screw and plating system (no codes are currently available) and some of the primary fixation material was left in the patient as there was no need to remove it. Procedure/surgery name: posterior lumbar spinal refixation this complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for unknown locking/set screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record (DHR) could not be performed on the unknown locking screws (product codes and lot numbers unknown) since the lot numbers were not provided. Since these parts were not returned, no lot numbers could be taken directly from the samples. Without the lot numbers, no review of its manufacturing records could be completed. The unknown locking screws (product codes and lot numbers unknown) were not returned to the complaint handling unit (chu). All complaint trends will be evaluated as a part of the depuy spine monthly complaint review. Without the products, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as no issues could be identified in the manufacturing or release of these products since the lot numbers could not be identified. Therefore, this complaint will be closed with no further action required. If more information and/or the complaint samples become available at a later date, the complaint will be reopened and the product will be evaluated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.